Manufacturer narrative:
A return goods authorization (rga) was not issued due to pending customer feedback. To date, no customer response from the inquiries requested by carefusion have been reported. Due to the part not being returned, no further evaluation can be completed at this time.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a blank screen, but continues to operate. The customer reported the unit will run for an hour then go blank. The customer reported there was no patient involvement associated with the event.